Event description:
It was reported that an ilet device displayed recurrent alert 57 during training, consistent with a software runtime error, and restarting the device multiple times did not resolve the malfunction. Symptoms included no reported adverse clinical effects. Outcomes included shipment of a replacement device while the user reverted to backup therapy and return logistics for the original device. Investigation included review of the reported alarm history, device performance during attempted restarts, and receipt and inspection of the returned device. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded there was a faulty flash memory chip.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.